Event description:
The patient had a lead revision/replacement because the leads moved. There was a lot of scar tissue that they had to ¿deal with¿. The patient first became aware of this problem in (B)(6) 2014. The patient¿s health care provider (hcp) confirmed that the lead migrated. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).